Event description:
The customer reported to corporate product surveillance (cps) of an incident where one clearlink catheter extension set, product code 2n8378, lot number unknown, in which the sets come apart at the hub and the tubing site causing a leak. The condition is occurring in the cat scan department during attempt of high pressure pushes. The condition occurred during priming. There was no patient injury associated with this report. Additional information obtained on (B)(4) 2010: there was no infusion, the facility was flushing with normal saline and the separation occurred before the set was used. There was no power injector used. No patient injury or medical intervention due to the condition. The separation occurred between the primary tubing and the clearlink luer. The sets do not fit together it caused air to aspirate back into the tubing once attached to the catheter. Because the extension set does not fit together tightly, the staff has to completely un-tape the IV in order to grasp both pieces to counterturn in order to tighten. It is difficult to get it fit tight enough to actually do a power flush.

Manufacturer narrative:
The sample is not available for evaluation. Lot number is unknown therefore a batch review cannot be performed. If any additional information becomes available a follow up medwatch will be submitted. (B)(4).